Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was found to be scratched. Additional information was requested.

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a, b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the lens was explanted during initial procedure. The procedure was completed on same day with no patient harm.